Event description:
It was reported that the patient underwent a transforaminal lumbar fusion at l5-s1 using rhbmp-2/acs. Following the surgery, the patient suffered significant pain in the area of the fusion surgery and extremities. The patient underwent additional imaging that showed that the patient had developed bony overgrowth and inflammation. The patient has received significant medical treatment to care for the injuries caused by the original fusion surgery. The patient has never recovered from her surgery, and she has daily, disabling pain that prevents her from performing many basic activities of daily living.

Event description:
It was reported that on (B)(6) 2010 the patient underwent: left l5-s1 discectomy. Left-sided transforaminal interbody fusion using a 7x30mm lordotic graft filled with rhbmp-2. Left intertransverse fusion l5-s1 using autograft, bone graft and rhbmp-2. Left l5-s1 transpedicular stabilization using 6.5x40 mm screws at l5 and s1 with a 3cm peek rod. Preoperative diagnosis: l5-s1 spondylosis with chronic back pain and axial instability syndrome. Per-op notes: the endplates were decorticated and discectomy defect was then template. I made the decision to place a 7x30mm graft and this was packed with half a sponge of rhbmp-2. The anterior disc was prepared by placing a morcelised graft harvested from the hemilaminectomy. The peek lordotic graft was placed on top of the morselized graft in an nice anterior position and distraction was removed."

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.